Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) device exhibited no bradycardia pacing following connection of the df-1(-) terminal pin.